Event description:
During the procedure, a burn occurred below the grounding pad.

Manufacturer narrative:
A patient burn was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Abbott is continuing to monitor this issue.

Event description:
The patient received a first degree burn with reddening of the skin. The patient was referred to a plastic surgeon. No additional information was available.